Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 05) occurred. Reportedly, at the time of the alarm the customer was following the prompts on the pump and filling the new cartridge at the appropriate time. A cartridge change was performed resolving the alarm. Additionally, an occlusion alarm occurred. The customer declined to perform troubleshooting for the reported issue and performed a supply change to resolve the issue. Blood glucose was 225 mg/dl.